Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set it was difficult to activate safety feature. The following information was provided by the initial reporter. The customer stated: "it is not easy to activate the safety mechanism which increases the risk of needle stick injuries."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nipro. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown . Device manufacture date: unknown/ investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to the indicated failure modes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes.